Event description:
Review of the journal article entitled, "reinforcing the staple line during laparoscopic sleeve gastrectomy: prospective randomized clinical study comparing two different techniques. Preliminary results" revealed that a pt experienced a post operative leak under the gastroesophageal junction after undergoing a laparoscopic sleeve gastrectomy in which gore seamguard bioabsorbable staple line reinforcement was used. The pt presented with clinical signs of sepsis and required peritoneal lavage and drain positioning.

Manufacturer narrative:
Article citation: konstantinos albanopoulos, leonidas alevizos, et al., reinforcing the staple line during laparoscopic sleeve gastrectomy: prospective randomized clinical study comparing two different techniques. Preliminary results. Obes surg (2012) 22:42-46. All information has been made available for tracking, trending and follow up.